Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due another indication. Eleven days prior to death, the patient was hospitalized for another indication. On an unreported date, during hospitalization, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date while hospitalized, the patient¿s pd catheter was discontinued, pd therapy was discontinued due to the peritonitis and the patient was transferred to hemodialysis therapy. On an unreported date, the patient was treated with unspecified antibiotics. Subsequently the patient passed away while in the hospital. The cause of death was reported to be due to a brain injury. The patient was not performing pd therapy at the time of death. Three days prior to death, the patient had the last hemodialysis therapy. At the time of death, the patient was still taking antibiotics as the peritonitis had not resolved. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.